Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis confirmed the allegation based on a failing helix mechanism due to the helix being deformed. Further, known inherent risk was selected based on the field report of helix difficulty and the observation of a deformed helix tip. Helix tips which are deformed to the point of inhibiting extension/retraction of the helix are a known risk for active fixation leads.

Event description:
It was reported that this right ventricular (rv) lead was unpacked but when physician checked by turning eight times using a helix operating device, and it was almost retracted after six turns, but the tip of the helix was slightly protruding. The lead was slowly rotated five more times, but the tip was not fully retracted, and the helix was tried to be extended, but the helix did not extend even after ten rotations. Physician suspected lead failure and a new lead was used. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right ventricular (rv) lead was unpacked but when physician checked by turning eight times using a helix operating device, and it was almost retracted after six turns, but the tip of the helix was slightly protruding. The lead was slowly rotated five more times, but the tip was not fully retracted, and the helix was tried to be extended, but the helix did not extend even after ten rotations. Physician suspected lead failure and a new lead was used. No adverse patient effects were reported.